Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device gave an error. It may be due to a power supply issue. There was no reported patient involvement/adverse patient impact.